Event description:
It was reported that during a tibial resection procedure the navigation system was inaccurate. No impact to the patient and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of incorrect resection values could not be confirmed as no log files were provided for evaluation. The facility employee observed that the customer did not use the device properly, which contributed to the reported event.

Event description:
It was reported that during a tibial resection procedure the navigation system was inaccurate. No impact to the patient and no adverse consequences were reported with this event.